Event description:
It was reported that, "while irrigating the pts knee, after trial insert was removed, noticed a piece of the insert trial was broken off in the pt. They pulled it out and proceeded."

Event description:
It was reported that during a thoracoscopic lobectomy procedure, the surgeon was winding down the adjusting knob and the device sounded like it had a cracking sound. When fired across the pulmonary artery, some staples were malformed and others didn`t fire. The surgeon had to over sew the artery stump with sutures. The patient was ok post operatively. Surgery was prolonged 20 minutes. There were no adverse consequences for the patient. The patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device a arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Devices b and c were received sterile, in good visual condition and with a reload loaded in the device. The devices were opened and tested for functionality with the returned reloads and both devices cycled, fired, and all the staples formed as intended. The devices fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.